Event description:
Last coil was about to be deployed but it wouldn't detach. Coil was removed completely out of the patient. No harm. Coil information: microvention terumo hydroframe 10 framing coil 4mm/5cm lot# 1810315wf.